Manufacturer narrative:
Date of event is estimated. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient had ineffective therapy. Imaging confirmed lead migration. As a result, surgical intervention was undertaken on (B)(6) 2026 where the lead was replaced to address the issue. The second lead was not adjusted at all as therapy and lead integrity shows no issues.